Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, and missing end cap sticker. The device had bleeding lcd glass. No missing segment noted.

Event description:
It was reported that the customer's insulin pump was dropped his insulin pump and lcd screen is starting to bleed up from the button. The customer reported that there is a partial display. Customer's blood glucose level at the time 68mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.